Manufacturer narrative:
The insulin pump passed displacement test and self test. The device was monitored 24 hours and functioning properly. No time and or clock anomaly noted. The device was received with minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a time difference of six hours. It was noted that the insulin pump was on lock. Customer's blood glucose reading at the time of the call was 4.2 mmol/l. No further information reported.